Event description:
It was reported that while attempting to place a tissue marker into the probe, the tip of the marker broke off. The physician used another tissue marker and completed the case with no consequence to the pt.